Event description:
Based on additional information received on (B)(6) 2017, this case was upgraded to serious as an important medical event of device malfunction was added. This case was cross referenced with (B)(4). (Cluster). This unsolicited case from united states was received on (B)(6) 2017 from the physician. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced pain in left knee. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the 6 ml once (lot number: 7rsl021 and expiration date: not reported) for knee pain in the left knee. On an unknown date in 2017, the patient experienced pain in the knee and went to the emergency room. No further details available. Corrective treatment: not reported for pain in left knee outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017 and (B)(6) 2018 (both the information was processed together with clock start date of (B)(6) 2017). The case was upgraded to serious as an important medical event of device malfunction was added along with details. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had in left knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.